Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline disconnected alarms and associated pump stops that are consistent with the center¿s report that the patient switched to the backup controller. The submitted log file also captured a low battery advisory alarm that is consistent with the center¿s report that the patient had a bad habit of discharging the batteries. The center suspected that the patient fell asleep on batteries. The submitted log file contains data from (B)(6) 2020 at 16:23:19 through (B)(6) 2020 at 11:49:44. On (B)(6) 2020 at 04:51:30, the patient appeared to switch power sources from the power module to batteries that did not appear to be fully charged. No additional power source exchanges were captured from this time through 08:57:51, when the low battery advisory alarm became active. This event was followed by multiple power cable disconnect alarms and multiple driveline disconnected alarms. The driveline disconnected alarms are consistent with the center¿s report that the patient switched to the backup controller. The pump was stopped while the driveline was disconnected, and associated alarms were observed (low speed hazard and low flow hazard alarms). The first driveline disconnected alarm and associated pump stop was captured at 08:59:24. By 09:06:31, the alarms had resolved and the pump was operating above the low speed limit, which appears consistent with the center¿s report that the patient switched back to the primary controller. The initial low battery advisory alarm appeared to be the result of routine partial battery depletion after connecting to batteries that were not fully charged. This appears consistent with the center¿s report that the patient had a bad habit of discharging the batteries. The center suspected that the patient fell asleep on batteries. The pump speed remained above the low speed limit while the driveline was connected. No abnormal trends in pump parameters were observed. The system appeared to be operating as intended. The center reported that x-rays were taken of the cable and everything seemed normal. The patient reportedly felt well. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 12dec2016. The heartmate ii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including low battery advisory, driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. These documents state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The patient handbook also summarizes the use of the 14v batteries, and instructs the user to connect to the power module prior to sleeping in case the batteries run out of power and low power alarms are not heard. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2020 around 9:00 am the patient's system controller presented with low voltage and low flow alarms and all the lights turned on at the same time. The patient was on battery power when this occurred and the batteries were not fully charged. The patient exchanged their primary system controller for their back-up system controller while using the same batteries. There were then low voltage alarms. The patient then switched to fully charged batteries. After that the patient switched back to their primary system controller. They did not notice if the pump stopped or not. The patient then called and visited the clinic and was sent for x-rays of cable. Technical services reviewed the submitted log files and observed a series of driveline disconnect alarms beginning at 8:59 am on 02sep2020. The controller remained disconnected until 9:06 am. There did not appear to be any concerning events prior to the disconnect. Tech services stated that the driveline may have become disconnected from the controller and caused the alarms. There were no other unusual events recorded within the log file. The equipment appeared to be operating as intended. Additional information was received on 18sep2020. The account reported the patient was feeling well and x-rays of the driveline found nothing unusual. The patient admitted to having a bad habit of letting the batteries fully discharge. The account believes the patient may have fallen asleep and the batteries fully discharged.